Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2e 3.6 mg plus blood collection tube has been found experiencing three occurrences of underfill during use. The following has been provided by the initial reporter: when doing the blood samples, blood goes up well at the tubing with the needle. Then, the violet tube does not fill, after another try with another tube, the issue is the same.

Event description:
It has been reported that the bd vacutainer® k2e 3.6mg plus blood collection tube has been found experiencing three occurrences of underfill during use. The following has been provided by the initial reporter: when doing the blood samples, blood goes up well at the tubing with the needle. Then, the violet tube does not fill, after another try with another tube, the issue is the same.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. Retention samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.